Event description:
A report was received that the patient's ipg was not charging. The patient will undergo ipg replacement.

Event description:
A report was received that the patient's ipg was not charging. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well postoperatively. No malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.